Event description:
It was reported that the pump appeared to take longer than expected to charge, with an example of approximately 1.5 hours from about 47% to 100% while the device was connected, and the user had tried multiple charging pads. Symptoms included no adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included review of engineering and device logs and user education on charging behavior when connected. Investigation of this case revealed charging performance within acceptable ranges, appropriate contact with the charger, and no device malfunction identified. It was concluded that the device operated as designed and that no corrective action was required.